Manufacturer narrative:
(B)(4). The minicap was returned opened but still in the overpouch. A visual inspection was performed and it was noted that the reported particulate matter was a loose fragment of the iodine sponge. No foreign material was identified within the minicap or sterile packaging. A batch review was conducted for potentially associated lot number 13i18h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As no foreign matter was identified, the problem was not confirmed and the device was determined to meet specification requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The minicap has been reported to be available for evaluation but has not yet been received. A batch review for the associated lot number will be completed. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an unknown foreign material was found inside a minicap with povidone iodine solution. The issue was noticed upon opening the pouch containing the minicap. There was no patient involvement, injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.